Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as surgical damage. Additional observations: crease flat observed on the device. Observed a delamination total of the valve (cohesive failure). Observed a delamination total of the diapherm flange disk (adhesive failure) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device explanted.